Manufacturer narrative:
G4: PMA/510(k): premarket submission number not available/not released. Zoll evaluated the thermogard hq console (B)(6) at the customer's site. The reported complaint that the thermogard hq console unexpectedly shutdown was not confirmed in either the system's log files or during functional testing. The inspection revealed no malfunctions, and the console operated as intended. After speaking with the customer, zoll service concluded that the cause of the reported shutdown was accidental disconnection of the power cord when a staff member stepped on it. No significant discrepancies or error messages were found in the event log. The thermogard hq console passed the preliminary functional test without any issues. No service action was needed, as the thermogard hq system passed all tests.

Event description:
An ivtm therapy was initiated using the thermogard hq console (B)(6). Two days after starting the treatment, the thermogard hq console shutdown unexpectedly. The thermogard hq console didn't display any error messages before powering off. No patient injuries were reported.